Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. Subsequently, the customer experienced an elevated blood glucose (bg) displayed as "high". A specific bg value was not provided. A correction bolus was delivered to address the elevated bg. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.